Manufacturer narrative:
The investigation is ongoing and further information will be provided upon conclusion of the investigation.

Event description:
Arjo received a customer complaint for enterprise 8000x. According to the information provided a patient wanted to pick up the phone from the table near the enterprise bed and leaned against it. The table moved to the side and the patient fell over. No injuries were sustained by the patient, however, the patient is after cardiac surgery and is under constant observation. No medical intervention was required.

Manufacturer narrative:
Arjo received a customer complaint for enterprise 8000x bed. According to the information provided a patient was on the enterprise 8000x bed and wanted to pick up the phone from the overbed table and leaned against it. The overbed table moved aside and the patient fell over. No injuries were sustained by the patient, however, the patient was after cardiac surgery and was under constant observation. No medical intervention was required. Based on information obtained from the facility, it was not possible to locate the enterprise 8000x bed involved in the incident due to patients rotation. Therefore, it was not possible to inspect the bed. Nevertheless, the customer did not raise any complaints regarding the enterprise 8000x bed. Photographic evidence provided by the customer regarding overbed tables revealed no anomalies. Based on the available information it is most likely that the root cause of the complained scenario is use error. The information provided indicates that the patient leaned on the overbed table which moved unexpectedly and led to patient fall. The arjo overbed table is an overbed/overchair table (accessory) that provides patients with a firm, flat surfaces suitable for eating, writing, reading, etc. The instruction for use (IFU) for this accessory includes the following warnings: "the carer should ensure the overbed table is correctly positioned and adjusted to allow the patient to use it safely and comfortably" "do not lean or sit on the overbed table." The enterprise 8000x bed and the overbed table accessory were used for the patient treatment when the event occurred. No malfunctions were found on these devices and these devices were working as intended. The complaint decided to be reportable due to the patient fall reported. No injuries were indicated.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.